Manufacturer narrative:
Updated event description.

Event description:
Allegedly, when the surgeon opened the knee up he said that the poly had become loose and wanted to know the amount of force it would take to cause this. When he revised the case, he used a 10mm poly. Components not revised. Evolution mp femoral component efsrn8pl 1750275; evolution mp keeled tibial base etpkn8pl 1746908; advanced onlay all poly patella kpontp41 01010471651757454; advanced evolution pin pack 3 long k0001288 1832553.

Manufacturer narrative:
This event will be updated once the investigation is complete, trends will be evaluated.

Event description:
Allegedly, when the surgeon opened the knee up he said that the poly had become loose and wanted to know the amount of force it would take to cause this. When he revised the case, he used a 10mm poly.